Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient stated that a year after his surgery, he fell. A torn subscap was discovered as the reason for a loose component. Glenoid was worn due to this soft tissue lax and was removed. Head was also replaced with a larger head to help tighten the space. Doi: (B)(6) 2016, dor: (B)(6) 2020, right shoulder.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.